Manufacturer narrative:
Unknown as not provided by the reporter. (B)(4) - unknown as is not given by reporter. (B)(4) - endoleaks are listed in the instructions for use. Still under investigation.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair and the procedure was conducted as labeled. (Act at final phase: 151). The final angiography showed endoleak. Sealing was attempted again because the physician suspected that the endoleak was type I and type iii. However, nothing was improved. Then the physician suspected type IV endoleak, and angiography was taken in the graft. It confirmed endoleak from whole devices, so he judged it as type IV endoleak and decided to take a wait-and-see approach. There has been no pt outcome provided.